Event description:
Provider spoke with technical services to advise that the chair will not turn on. Provider discovered there was a blown fuse in the battery harness and was going to try switching out the battery harness with one he has in stock.